Event description:
I received several diaper packs from them. One of them was plastic-backed and one cloth-backed. The cloth-backed item, the fit right med. Was defective and pulled apart. First email to company with pictures indicated a problem and was told could be the fit most likely as well and I would get a small in that item sent. I was promised it would be sent out on monday and a shipping notice and call-tag sent to me in an e-mail on monday. When that did not happen, I sent several emails and none were answered. The company has a 24hr answer policy but by wednesday, when no answers, I emailed several people regarding this at the company and threatened to take action. With that I was met with hostile action in that I was told there are no issues. I was not getting anything sent and unless I gave a defect back I would never see anything. When I explained I was promised a small sample, again I was told it was not happening because they are not allowed. Then I got mad and started threatening a lot more and then all of a sudden I was told ok we can send sample, but only after stating I was never told that brand had a size small before. I was also told there is no plastic-packed product that they carry that I would fit, yet do fit the molicare x-plus and others in a size medium and they are all plastic-backed, so I took it as a direct lie because I know they have ones I fit, but was told they did not. I was told a small sample may work in this case because of the typo and placement of the sides of the product. When I got mad and yelled at all that is when all of a sudden, they said ok we can send a sample small. By that time, other got in the mix as well because I was pissed off with the lies (provable) and failure to do as they promised (provable) and then they never once took responsibility for not sending as promised or even the fact they made a mistake. Instead they threatened me with general counsel and had their general counsel send me a message stating they will do nothing. Their product is not right and their product is a healthcare item. I have a doctor's prescription for that matter and it is defective and they refuse to do anything about it per their general prescription for that matter and it is defective and they refuse to do anything about it per their general counsel, because I complained that they did not do as promised and wanted an explanation and never apologized or took responsibility. Instead they go counsel on me and refused to deal with their defective items and told me to go to court. See e-mails as proof and notice dates/times as well.